Event description:
A port was successfully placed in 2002 for an unk treatment. It was noted on 5 days after placement that the catheter was leaking. The catheter was removed 9 days later and another port was placed for continuation of treatment. No pt complications resulted from this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co is unable to determine if the device met its specifications. The co believes user technique during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.